Event description:
New information received notes there was no allegation of complaint on the implantable cardioverter defibrillator.

Manufacturer narrative:
Additional information: no allegation of complaint on the device.

Manufacturer narrative:
This supplemental is to correct the previously submitted supplemental

Event description:
Related manufacturer reference number: 2017865-2021-23678 it was reported a patient presented to the emergency department with fatigue and weakness due to cardiac arrest. The atrial lead had high pacing impedance and noise reversion had occurred. Their implantable cardioverter defibrillator had signal undersensing that led to delayed high voltage therapy, after appropriately sensing and delivering therapy. Programming changes were made to restore normal parameters. The patient was intubated but recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented with cardiac arrest. Their implantable cardioverter defibrillator had signal undersensing after appropriately sensing and delivering therapy. Programming changes were made to restore normal parameters. The patient was recovering.